Event description:
Analysis of the returned device found that the main coil was not attached to the delivery wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that there was not a complete coil present. Microscopic analysis revealed that the coil was broken off at the junction, at the first uncovered primary wind of the coil. There was evidence of blood matter on the introducer sheath and the pusherwire. Additional information confirmed that the device was not soaked in saline. The directions for use (dfu) state gently immerse the gdc detachable coil and its coil junction in heparinized saline. Therefore it is likely that not soaking the coil in saline resulted in the difficulties encountered during the procedure. Therefore a root cause of user/use error will be assigned to this investigation.